Event description:
It was reported in an eur spine j article entitled ''safety of fluoroscopy guided percutaneous access to the thoracic spine'' by jonat han clamp et al. That a combined two-surgeon prospective case series of 444 procedures (biopsy, vertebroplasty or kyphoplasty) was performed covering all thoracic vertebral levels t1-t12 to analyze the access-related complication rate of fluoroscopically-guided percutaneous procedures (i.e. Biopsy, vertebroplasty or kyphoplasty) and were performed by or under direct supervision of the two senior authors between (B)(6) 2000 and (B)(6) 2010. -one case of cement leakage of greater than 0.5ml occurred without neurologic deficit through an osteolytic lesion at the base of the pedicle and postoperative CT was performed. According to the article, the cement leak did not require decompressive surgery and the leakage was considered unrelated to instrument malplacement. No further patient or device information was mentioned.

Manufacturer narrative:
The event date is unknown. (B)(4). Migration of device or device components. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.